Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug mesh (device #1). Emdrs were submitted to represent two bard/davol mesh - perfix plug mesh (device #2) and (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with large left inguinal hernia, lipoma of the cord thereby underwent open repair with the implant of three perfix plug mesh (device #1, device #2, device #3). Per operative notes, ¿three perfix plug mesh and patch was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with massive recurrent left inguinal hernia thereby underwent open repair with the explant of perfix plug mesh and implant of proloop mesh. Per operative notes, ¿previously placed mesh was dissected. A proloop mesh was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with left scrotal exploration, scrotal hematoma thereby underwent open repair. (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of two perfix plug mesh (device #4, device #5). Per operative notes, ¿two extra large perfix plug mesh (device #4, device #5) was placed and sutured.¿